Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The delivery pusher was returned without the introducer. The implant coil was not returned. The pusher was noted to be within specification. The monofilament rebound was found to be within specification. A real-time fluoroscopy video was provided and reviewed. Images demonstrate a gooseneck snare as it successfully retrieves a coil segment from a coil ball. The length of the detached coil segment cannot be determined. No stretching of the coil was observed during the withdrawal by the snare. The entire distal coil segment was removed, as evidenced by the presence of the radiopaque tip. Based on the information provided and the product evaluation, the reported detachment can be confirmed; however, the root cause cannot be determined because the conditions of use cannot be recreated during bench testing and the detached implant coil was not returned.

Event description:
It was reported that coil embolization was performed as treatment for a ruptured aneurysm. While positioning the last coil, the pusher did not respond to attempts to advance or remove the coil. During withdrawal of the pusher, the coil was noted to have detached and the distal segment of the coil remained in the artery. The pusher wire was removed and the detached coil was retrieved with a snare device. There was no reported patient injury. The current patient's status is reported to be good.